Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2005 and mesh was used. A 15 x 20 cm piece of mesh was cut to 12 x 18 cm and tacked at 1 cm increments throughout the periphery. The smooth side of the mesh was oriented down to the bowel. The patient had a delamination of the mesh in late 2011 and will be having removal surgery in the near future. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)